Event description:
It was reported that a large volume infusor had a leak into the housing. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 4, 2014 to june 5, 2014. The device was received for evaluation with droplets of clear liquid inside the housing of the device. Fourier transform infrared spectroscopy identified the liquid to be water. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed by filling the device with water. The next day, no evidence of a leak was observed either inside or outside the housing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.